Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, artificial cervical disc was implanted in the patient. Post-op, study site called patient to schedule 120-month evaluation and was told the disc had been explanted. No other information is available at this time. It was reported that on (B)(6) 2005, the patient underwent an x-ray which showed that the study device was fusing to the bone above it. Outcome of the event was resolved.

Manufacturer narrative:
(B)(4)

Event description:
Patient visit: 120 month post op it was reported that on an unknown date in (B)(6) 2010 the study device was explanted. It was also reported that on an unknown date in (B)(6) 2012, the patient underwent an additional surgery. Outcome of the event was resolved.